Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed an intermittent issue and performed a proactive replacement of the viodv generator. After replacement, the system was tested and verified as ready for use. Isi received the replaced viodv generator involved with this complaint and completed the device evaluation. Failure analysis with an in-house system found no issue. The reported event was not reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electrical surgical unit (iesu) viodv generator displayed errors c-06 and m-11. The user noted that the system was working fine after clearing the system prompt. The user received phone assistance from the technical service engineer (tse). Tse explained to the user that the system prompt was an internal error occurring on the viodv generator and the user was advised to perform a reboot. A second call made to tse reported that the issue recurred. No further information was provided. The procedure was continued with no reported injury.